Event description:
Reporter indicated a vns patient was scheduled for prophylactic generator replacement. The warranty/registration card received indicated the high impedance was received after the surgery. Good faith attempts to obtain additional information have been unsuccessful to date.